Manufacturer narrative:
(B)(4). Code was inadvertently left out on follow-up #1.

Event description:
The customer alleges that the catheter disconnected from the adaptor. The catheter was removed and another catheter was reinserted.

Manufacturer narrative:
(B)(4). The customer returned one epidural catheter and one snaplock adapter. No snaplock clip was returned. A visual exam was performed and the snaplock appeared typical with no observed defects. Visual examination of the epidural catheter revealed that the catheter was used. Biological material could be seen between the catheter coils and adhesive residue was present on the catheter body exterior. No other defects or anomalies were observed. Functional testing was performed and no issues were found with the snaplock adapter. A device history record (DHR) review was performed on the epidural catheter and snaplock adapter with no relevant findings. The reported complaint of a disconnection between the snaplock adapter and the epidural catheter was not confirmed based upon the sample received. The returned components passed all functional testing including a spontaneous partial opening test. A DHR review was performed on the epidural catheter and snaplock adapter with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample.

Event description:
The customer alleges that the catheter disconnected from the adaptor. The catheter was removed and another catheter was reinserted.

Manufacturer narrative:
(B)(4) the device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter disconnected from the adaptor. The catheter was removed and another catheter was reinserted.